Event description:
During a pta to a heavily calfified common iliac artery, which was moderated tortuous and 80% stenosed, the balloon burst at seven atmospheres on its first inflation. There was no report of any adverse conequences to the patient. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. The product is not available for evaluation and testing.